Manufacturer narrative:
Failed parts were returned to the vendor for analysis. The predominant failure mode was broken or shattered crystal. This was thought to be caused by mechanical or thermal stress. One part failed due to a solder joint failure. There were several parts in which the failure mode could not be duplicated. Corrective action for solder joint failure has been implemented. Formal corrective action for broken/shattered crystals could not be developed. There have been no production failures of u9 sine june 1997. Also, there has been only one field failure (related to the failed solder joint). Physio-control has concluded that remedial corrective action is not warranted. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
Co is investigating observations of three microprocessor clock (u9) failures found during the production process. A failure of the microprocessor clock will cause the main pcb not to turn on. There have been no field failures reported related to a failure of the microprocessor clock.